Event description:
Primary procedure at another hospital, unable to get accurate surgery date. Patient had a fall, she had a periprosthetic fracture which was treated conservatively. She has been experiencing pain and this is believed to be due to the stem now being loose within the femur. Revision surgery carried out with size 8 ks corail stem removed using a xtraction bolt and slap hammer, didn¿t need to use long k-wires or flexible osteotomes to undermine any fixation. Femur was then prepped and replaced with corail revision stem size 10 standard. Primary ceramic liner replaced with pinnacle dual mobility liner, cup remained insitu.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : primary procedure in [year] at another hospital, unable to get accurate surgery date. Patient had a fall whilst on holiday overseas in [year], she had a periprosthetic fracture which was treated conservatively. She has been experiencing pain and this is believed to be due to the stem now being loose within the femur. Revision surgery carried out with size 8 ks corail stem removed using a xtraction bolt and slap hammer, didn¿t need to use long k-wires or flexible osteotomes to undermine any fixation. Femur was then prepped and replaced with corail revision stem size 10 standard. Primary ceramic liner replaced with pinnacle dual mobility liner, cup remained insitu. The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that there was no damage or defects with the corail2 std size 8. The image quality is poor and no observations pertaining to the nature of the reported event could be identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the corail2 std size 8 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code 3l92507, lot number- 5032912 , and no non-conformances / manufacturing irregularities were identified.